Manufacturer narrative:
(B)(4).

Event description:
Additional information received: the physician pre-planned and implanted another manufacturer's aortic cuff along with aptus endoanchors to treat the proximal type I endoleak. The type ia endoleak was decreased but still remained present. Per the physician, the cause of the type ia endoleak was due to a short, calcified, reverse tapered, angled neck.

Event description:
Additional information was received for this case. An intervention was performed to treat the type ia endoleak. Another manufacturer's stents were placed; however, the type I endoleak was still visible post stent placement and balloon dilation. Physician will continue to monitor the patient.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The proximal neck was 22-19 mm in diameter and 7 mm in length. The left common iliac artery was 10 mm in diameter and the right common iliac artery was 9 mm in diameter. The right external iliac artery measured 7-8 mm in diameter and the left external iliac artery measured 6-8 mm in diameter. There was moderate proximal neck calcification. The right and left iliac arteries were severely calcified. It was reported that during the index procedure, a reliant balloon was used to mold the seal zones and the overlap portions of the stent graft. A proximal type I endoleak was observed on the final angiogram even though the proximal portion of the bifurcated graft was implanted at the lower left renal artery covering the entire aortic neck. The physician then used a reliant balloon to try to re-mold the proximal edge of the graft to the vessel wall however, the leak still remained. No clinical sequelae were reported and the patient is being monitored.